Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 125 result for one patient sample. The architect generated a ca 125 result of 16 on (B)(6) 2013, 146 on (B)(6) 2013, and 17 on (B)(6) 2013. There was no adverse impact to patient management reported.

Manufacturer narrative:
Additional lot number, 17157m500, manufacture date 08/01/2012, expiration date 06/18/2013 further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was performed using likely cause lot 17225m500 and was within range. Both reagent lots 17225m500 and 17157m500 are composed of the same conjugate and microparticle lots. Tracking and trending identified no adverse trend for either reagent lot. Labeling was reviewed and found to be adequate. No deficiency was identified.